Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, the neck was broken while the patient was walking normally.

Manufacturer narrative:
After the initial report it was determined that this report was a duplicate of an already reported MDR: 3010536692-2018-00754 . Please void the initial report.